Event description:
The facility reported an infusion pump with a failure code 500:320:675:0000. No patient incident was reported since the last service event with baxter. Information was requested by baxter regarding the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available. Additional contact information was requested but no additional contact was identified.